Event description:
It was reported that the customer was sent to his doctor's office due to hyperglycemia. The customer's blood glucose reading was over 600 mg/dl at the time of the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime and self tests passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as not product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis, and further info will follow once the analysis has been completed.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3889-28, lot# v111324, implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
Additional information received from the consumer reported that the patient had dementia and had not used the device "in a while" because they were unable to work it. Now that the patient was in assisted living, the patient could receive assistance on using the device. It was not known if there were issues with the device, but the patient was having incontinence again. The consumer was unsure if the incontinence was a problem or if it was the dementia. An appointment was scheduled to meet with the healthcare provider (hcp). The patient was indicated for interstim- other and bowel dysfunction in addition for previously reported history.